Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the ER, the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made during the device check.